Event description:
It was reported via a call from the (B)(6) to the clinical support specialist (css) that at 1021 est there were frequent he loss alarms soon after insertion. The perfusionist stated that there was no blood observed in the tubing. The perfusionist had attempted pumping at a lower ratio and decreased the volume in the intra-aortic balloon (iab) with no change in alarms. During the conversation, the css walked the perfusionist through performing a leak test on the pump. The iab failed the test as only high pressure alarm messages were noted and no drop in balloon pressure waveform (bpw) baseline pressures. The intra-aortic balloon pump (iabp) alarms that occurred: he loss 2 and 3. The perfusionist and the css discussed the bpw which the perfusionist reported looked normal with no obvious kinking noted. The css explained to the perfusionist that our recommendation at this point would be for iab removal. It was also discussed this would need to occur within the 30 minute window to avoid clotting as well. The length of time in use prior to event: less that an hour. At 1330 est the css went to the facility to retrieve the iab. The perfusionist stated the reinsertion ((B)(4)) in the opposite femoral went well with no issues at the site or with the patient. There was no report of patient death, complications or injury. Medical/surgical intervention needed was removal of the iab and sheath as one unit successfully. Delay or interruption in therapy was noted due to removing, prepping a new iab per instruction and inserting the iab through the teflon sheath via left femoral artery (opposite femoral insertion site) successfully with no issues. The patient outcome is the patient remained stable and "did well." The patient is currently supported on the pump.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.